Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced, the ps1 power supply voltage was adjusted, the system software was reloaded and the system interface cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed communication error messages. This error message will likely cause the system to lock-up or shut down or prevent the system from booting up. There is no report of pt injury associated with this event.